Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a atrioventricular nodal reentry tachycardia (avnrt) procedure, a complete atrioventricular block occurred. The procedure was performed as normal, however, displacement of the catheters occurred. While applying radiofrequency at the intrinsic conduction region (parahissian region), a complete atrioventricular block occurred. The patient was at rest for 30 minutes in order to observe a return of normal sinus rhythm. After 30 minutes, the complete heart block remained requiring a temporary pacemaker to be implanted and the patient was moved to the ICU. There were no performance issues with any abbott devices.